Event description:
A software error was reported by the customer, indicated by malfunction code malf 0. The customer's blood glucose level did not exceed 500 mg/dl, with no adverse impact reported. Technical support provided guidance for resetting the pump, which successfully resolved the issue without recurrence. The customer was advised to continue using the pump and to report any further malfunctions.